Manufacturer narrative:
Device evaluation: three (3) samples (part number 21-7381-24, lot number 3675205) were returned for analysis in used condition without their original packaging. Visual inspection showed no discrepancies. Functional testing involved leak testing and a leak was observed at the air vent of the filter of one (1) sample. A leak was also detected at the bonding between the pump tube and the housing by the star tube side. No discrepancies were detected in the third sample. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. The investigation determined possible, but unconfirmed, sources of the reported issue to be that the filter may have been become damaged after leaving smiths medical or production personnel did not detect excess solvent on the visual inspection. Based on evidence and investigation, the complaint allegation was confirmed; however, the problem source could not be identified.

Event description:
Information was received indicating that, during use of a smiths medical cadd administration set, leak was noted from the hole in the air eliminating filter (infusing lipids). Subsequently, it was reported that blood cultures were required as the event was considered "potential line violation". Anaerobic and aerobic blood cultures were performed, and both tests showed "no growth". No patient injury was reported. No adverse effects were reported.